Manufacturer narrative:
The oad and guidewire were received at csi for analysis. The reported event of crown jumping could not be confirmed. There was no evidence of damage or abnormalities observed that would contribute to this issue. The guidewire was fractured with a section of the spring tip lodged within the driveshaft tip bushing. Scanning electron microscopy analysis of the guidewire and tip bushing identified evidence of ductile torsion on the core wire fracture face as well as rotational damage to the spring tip coil section. This damage can occur when the spinning driveshaft contacts the spring tip which is consistent with what was reported from the field. The root cause of the wire fracture was due to use not consistent with the instructions for use (IFU). The coronary oas IFU cautions: always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Although the cause of the crown jumping was unknown, the coronary oas IFU cautions: if the crown and crown advancer knob movements are not corresponding with one another, retract and re-advance the crown into the lesion using a travel rate between 1 to 3 mm per second. Repeat until crown advancer knob movement correspondence is observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The left circumflex artery was 2.5mm, slightly tortuous and heavily calcified, and was treated using a diamondback 360 coronary orbital atherectomy device (oad). During glideassist, the viperwire guide wire was observed to have slipped out of position causing the viperwire spring tip to contact the oad driveshaft several times. The physician checked angiographic imaging and did not see any issues and proceeded with the procedure. Two treatments were performed on low speed without issue but during the third treatment, the oad driveshaft bent and jumped proximal, causing the oad driveshaft to contact the viperwire spring tip. Resulting in a viperwire spring tip fracture. The physician was able to successfully snare the fractured component by twining two non-csi guidewires. The patient was stable. Angioplasty was performed to complete the procedure.